Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of this event (the needle tip does not appear on the ultrasound image) was unable to be identified. The following is included in the instructions for use: ¿be sure to identify the location of the distal end of the sheath with endoscopic or ultrasonic images before extending the sheath from the distal end of the endoscope. Otherwise, the distal end of the sheath may be excessively extended from the distal end of the endoscope, causing patient injury, such as perforation, bleeding, or mucous membrane damage. 1.pull the stylet knob out approximately 30 mm. 2.check the distance from the distal end of the sheath to the target area in the ultrasound image. 3.loosen the needle stopper knob by turning it counterclockwise, holding the needle stopper to set the penetration depth of the needle tube. 4.secure the needle stopper knob by turning it clockwise and confirm that the needle stopper is secured. 5.push the needle slider to extend the needle tube from the distal end of the sheath and pierce the target area keeping the handle section as straight as possible relative to the instrument channel port of the endoscope while observing the ultrasound image.¿ olympus will continue to monitor field performance for this device.

Event description:
An olympus employee reported on behalf of a customer during clinical use the single use aspiration needle did not show up well on ultrasound. The problem was resolved when the subject device was replaced with a similar device, it is thought the aspiration needle was the issue. The unspecified diagnostic procedure was completed using the replacement device. There was no report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the aspiration needle did not show up well on ultrasound was not confirmed. There was an ultrasonic wave reflecting part on the tip of the needle tube. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.